Manufacturer narrative:
It was reported that while the ventilator was connected to the patient the minute volume was close to zero and there was no harm to the patient. The ventilator was investigated on site by the customer and there was found water inside the air gas module. The reason for the ingress of water was a malfunctioning water separator in the hospital's external compressor. The customer didn¿t share log files and knowledge how the ventilator was repaired. Ingress of water could lead to an inaccurate gas flow regulation, alarms will be activated if the failure occurs during ventilation and detected during pre-use check. The most common source of water inside the air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that while the ventilator was connected to the patient the minute volume was close to zero. There was no patient harm. Manufacturer ref. #: (B)(4).